Manufacturer narrative:
Correction: an incorrect code was input in block h6 medical device problem code field. A27 ¿appropriate term/code not available¿ was inadvertently added. The correct entry for block h6 medical device problem code is a24 ¿adverse event without identified device or use problem¿. On 27-sep-2021, mentor received additional information about the event: an updated explantation date of (B)(6) 2021 was reported. It was initially reported that the lot number of the suspect medical device is 9375186 and the serial number is (B)(6). Additional information received states that the lot number is 7652161 and the serial number is unknown. The device is a mentor memorygel breast implant 300cc gel breast prosthesis, catalog number 3507300mc, UDI #(B)(4). A manufacturing record evaluation (mre) was performed for lot number 7652161, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. - the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 12-oct-2021, mentor received additional information about the event: the capsular contracture was on the patient¿s left breast, not right as was previously reported. The capsular contracture is baker grade IV. The patient had her explanted breast prosthesis replaced with a mentor memorygel breast implant 300cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4) h6 medical device problem code: removed a27 "appropriate term/code not available." Added a24 "adverse event without identified device or use problem."

Manufacturer narrative:
On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 400cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast post implantation. The capsular contracture was diagnosed via a physical exam. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2021.